Event description:
It was reported that occlusion alarms occurred. Multiple follow up attempts were made by tandem clinical support, but no response was received by the customer. No additional information was provided. Customer¿s blood glucose (bg) level was over 500 mg/dl, with high ketones. Elevated blood glucose levels were addressed by correction bolus via the pump, and manual insulin injection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.